Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating sensor alarms every 40 seconds on their insulin pump. The patient's blood glucose was 150 mg/dl at the time of the call. The customer confirmed that there were no issues with the keypad and no closed circles on the display screen. The customer was advised to monitor the issue for any future issues.